Event description:
It was reported that the collimator of the amx detached from the tube head. The ge healthcare field service engineer determined this issue was caused by missing and broken mounting screws. No injury occurred to user or patient from this event.

Manufacturer narrative:
Ge healthcare¿s investigation is ongoing. A follow up report will be submitted once the investigation has been completed.